Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received two device, opened by the account without the appropriate packaging in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was observed to have a broken needle in the jaw of the instrument. Witness marks on the cone edge of the needle were observed. No witness marks were observed on the bevel wall of the instrument indicating proper alignment of the jaws. No sheering was observed on the toggle switches. The needle was unloaded from the jaw of the instrument. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter the device did not work and they were unable to release the needle. There was no patient harm and no delay in the case. There was no patient injury or hazard. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500ccs or more. There was no delay in surgical time of more than 30 minutes. No device fragment fell into the patient cavity. No device fragment was left in the patient cavity. Was the device reprocessed or re-sterilized prior to use